Manufacturer narrative:
The device was not returned for analysis. Attempts have been made to obtain additional information. However, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the treatment of an arteriovenous malformation or fistula, the concerto coil was unable to detached within the treating location. A new concerto coil was used to treat the patient. No patient injury occurred. The device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pushwire was not bent or broken. The coil was reported to have been repositioned more than 3times. The coil was attempted to be detached with the instant detacher 2-4 time and 2-4 with the manual method. Only one instant detacher was used. The delivery pusher was rotated during procedure. A continuous flush was used. The anatomy was moderate, and the blood flow was normal.